Manufacturer narrative:
The (B)(6) is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).

Event description:
We were informed by the health insurance that an incident happened. During taking a bath the bathlift did stop at the buttom of the bathtub and didn't lift anymore. The patient was sitting for 27 h in the bathtub until help was comming.